Event description:
The customer reported the unit alarmed disconnected and then shut off the pcu and all channels down without anyone touching it. The event occurred after a biomed student who was training started basic infusions on both channels with the unit on a pole and went for a walk. After hitting a bump on the floor the student took two more steps and the channel turned off. There was no pt involvement. Although requested, no add'l event details were provided. MFR's report number: 2016493-2014-00204. (B)(4).

Manufacturer narrative:
(B)(4). This report was filed by the MFR. The customer's report of a channel disconnect event was confirmed and duplicated. The report of a pcu shut down without being touched was not confirmed. The event log detailed indicated the user selected the channel off key on the pump module that caused the powering off of the pcu and system. Testing performed identified pump and auto ID modules attached to the left side of the pcu experienced a power reset when the modules were physically manipulated. An inspection of the pcu's left iui connector identified several pins with contamination and corrosion around the contact areas of the pins. The auto ID's right iui connector identified a few pins with contamination and corrosion. The noted contamination/corrosion on the pins is an indication that the pins have been subject to fluid contamination, other than 7-% isopropyl alcohol. After the auto ID module was removed and reattached the channel disconnect alarm event was no longer easily reproducible. It is believed that the interfering contaminate that was causing the channel disconnect was removed or displaced outside the contact area of the responsible pin(s) by the inherent wiping action during removal and re-attachment of the modules. The root cause for the channel disconnect event is attributed to contaminated pins on the left iui connector of the pcu caused by fluid contamination.